Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.